Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer manually opened all 24 doors and drawers during troubleshooting and continued recovery steps until the bogus failure alert cleared. The issue was completed in coordination with the customer. The system functioned as intended after the field service engineer repaired the device.